Manufacturer narrative:
The device was sent to an olympus service center for evaluation. Inspection and testing of the device confirmed there was no image displayed. The issue was found to be caused by damage and corrosion of the video connector socket, and foreign matter that was observed on the video connector socket terminal. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the no image issue was caused by damage to the video connector socket, partial corrosion of the video connector socket, and foreign matter on the terminal of the video connector. The root cause of the damage, corrosion and foreign material was not able to be determined. In addition to the issues identified with the video connector socket, the device evaluation also found the clock battery on the printed circuit board had failed. Per the legal manufacturer, this issue has no potential to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The user facility reported that the visera pro video system center did not display an image. There was no patient or user harm reported due to the event.